Event description:
Reference MDR #3006425876-2009-00062 for the first event involving same pt. It was reported that this is a second attempt to insert the wire through the left subclavian. A puncture was performed without problems; however, the second attempt at insertion failed as well. Thrombosis is suspected for the difficulties.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.